Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and osteolysis could not be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification, that patient, underwent initial bilateral tkr on (B)(6) 2011 and was implanted with optetrak devices in his left and right knees, including optetrak logic tibial inserts made of polyethylene. The (B)(6) 2011 arthroplasty was done correctly and did not deviate from accepted medical custom and practice with regards to the implantation of the optetrak device. In or around (B)(6) 2022, plaintiff underwent an MRI, which demonstrated the presence of polymeric debris and progressive osteolysis in his left knee. On or about (B)(6) 2022, as a result of the 2011 optetrak device failing in his left knee, plaintiff underwent a revision surgery, approximately 10 years 5 months post initial procedure. The surgery confirmed the MRI findings. Plaintiff experiences daily pain and discomfort in his knees which limits his activities of daily living and impacts his quality of life. No device return anticipated due to this being a legal case. No further information.